Event description:
Procedure type: lap cholecystectomy. According to the reporter: stapler fired but, the knife blade didn't transect. The pt was converted from laparoscopic to open procedure, resulting in an unanticipated extension of the incision by more than an inch. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4).